Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that periodically, like every other day, the patient felt a zap where the ins was in the last couple weeks (2019). The patient reported it was a quick zap and it goes away, and only happens when they were sitting there. The patient reported the issue was not related to positional movements and their symptoms had not returned. The patient noted the issue was a sudden change. Since they were getting zapped the patient tried to communicate to check settings on the call. The patient got poor communication and stated that it was implanted in 2008 and it might be depleted. The patient stated they had the batteries out for years and they haven¿t had to touch the programmer since the year it was put in. The patient stated they had still been having good symptom control and that they might not even need the device anymore. Troubleshooting did not resolve the issue and the patient was redirected to their healthcare provider to check the device and discuss replacement of removal. On (B)(6) 2019 the patient called back to report they contacted their healthcare provider and they had an appointment scheduled for (B)(6) 2019. The patient stated they were still experiencing zapping. The patient was redirected again to their healthcare provider to request to be seen as soon as possible as they were unable to connect to their device using their programmer to make adjustments and turn the ins off. No further complications were re ported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who met with one of the manufacture representatives (rep) several months ago with a doctor to talk about the possibility of stimulator removal because it wasn't working. They don't know how long the system hasn't been working and noted it has probably been years. They noted no one ever told them if it is working fine you should check it every month or three month to check and find the device. They added that all of a sudden they felt zapping and had no idea why because the ins was completely dead. They added that they get a scab that forms every several months on their scars and it hurts. They then said the scab will end up sore overnight. The patient is frustrated because they want the system removed, but doesn't want to have it removed. They noted that if they have issues with the bladder and has another surgery, they don't want to have two surgeries. They lastly noted that they've had the need for an MRI and wants another device implanted that is MRI compatible. No further patient complications have been reported as a result of this event.